Event description:
It was reported that during an unknown procedure the device was defective. No patient adverse consequences have been reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Following information requested and received: please clarify the defect of the device? The customer reports that after few activations of the device, the white pad broke up. They tell that the device was not used closing the jaws without tissue between them. Did the device pass pre-run test? Yes, it did. Did the generator give any error codes? No, it did not.